Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment of device or device component. Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual analysis identified that the catch was deformed. A functional test was not performed due to the condition of the device. Based on the information available and analysis results, the procedure includes 2 visual inspections of the component during the manufacturing process, and a functional actuation test that verifies the catch captures the suture correctly. There is no reason to conclude that the cause of the defect is related to the manufacturing process. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a sacrospinous ligament fixation procedure using two capio devices, it would not capture the suture and the heads broke off the suture line. There was no information on what completed the procedure. There were no patient complications reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2024-38799 for the first capio device, and 2124215-2024-38800 for the second capio device.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment of device or device component.

Event description:
It was reported that during a sacrospinous ligament fixation procedure using two capio devices, it would not capture the suture and the heads broke off the suture line. There was no information on what completed the procedure. There were no patient complications reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2024-38799 for the first capio device, and 2124215-2024-38800 for the second capio device.